Event description:
A system error 2240 (air in line) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 at 01:52:16. No additional information is available.

Manufacturer narrative:
(B)(4). During the evaluation of a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.